Event description:
It was reported, that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high". Although, a specific value was not given. Bg level was corrected with a bolus via the pump.